Event description:
A malfunction code was displayed, identified as malf 12, but no notable events occurred prior to this. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with the reset, which resolved the issue, and the customer was advised to call back if the malfunction recurred.